Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The device's lcd backlight was not functioning. The device's inverter board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the inverter board. The inverter board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the inverter board failing was due to fuse (f1) being open.